Event description:
It was reported that this peritoneal dialysis (pd) patient reported being in the hospital with low sodium levels. The patient stated it might be related to dialysis. It is unknown if the patient¿s diagnosis was hyponatremia or if the issue was related to the patient¿s pd treatments. The patient did not allege any issues with his pd treatments. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior no showed signs of physical damage. There were no visual indications of dried fluid within the cassette. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. Valve actuation test passed. The teach pumps test passed. A (as received with reduced dwell) simulated treatment was performed and completed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being in the hospital with low sodium levels. The patient stated it might be related to dialysis. It is unknown if the patient¿s diagnosis was hyponatremia or if the issue was related to the patient¿s pd treatments. The patient did not allege any issues with his pd treatments. Attempts to obtain additional information were unsuccessful.